Manufacturer narrative:
Date of event is unknown. PMA/510(k) # is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An unknown medtronic stent graft system was implanted in a patient on an unknown date. It was reported that a heli-fx endoanchoring system was subsequently implanted in the patient for the treatment of suspected endotension and a probable type ia endoleak. The cause of the event is unknown. No additional clinical sequelae were reported and the patient will be monitored.